Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that troubleshooting assistance was requested for this recently implanted pacemaker and right atrial (ra) lead due to undersensing of the patient's sinus rhythm on the presenting electrogram (egm) during the pre-discharge device check. Ra lead measurements were 0.3mv, 360 ohms, and 4.5v@2.0ms. Right ventricular (rv) measurements were 7.6 mv, 507 ohms, and 2.0v@0.4ms. Additional programming options were reviewed, however there was still undersensing of p-waves and farfield signal oversensing. This pacemaker system remains in service. No adverse patient effects were reported.